Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The patient reported that the ¿surgery didn't even work¿ and she could only use one wire because the wires crossed which was disappointing but better than nothing so the patient used it 24 hours a day. The patient reported that they were supposed to put an anchor in. No further complications were reported.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that a mdt representative (rep) attempted to reprogram the pt so that one of the leads were shut off, but the reprogramming never provided relief to the pt. Pt said the spinal cord stimulator (scs) "never worked for them" and they stopped charging the ins. Pt said the scs was actually "burning them" and sending some "bad signals." Now, the pt needed an MRI, but was unsure of how to enter MRI mode and how to proceed forward. Patient services specialist (pss) explained MRI guidelines. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they just saw their healthcare provider today.

Manufacturer narrative:
Product event summary #pli 20, 30: evaluation determined that investigation is needed because it was reported that the wires were cr ossed. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new fo rmal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the wires being crossed remains unknown. Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient repeated previously reported events. C-spine MRI wanting to be done. Per caller, pt hasn't charged their ins since around (B)(6) 2023 as pt stopped using their stimulation. Currently there is no communication with the ins. Pt did have a brain scan in (B)(6) 2023 (1.5t, receive head coil). Prior to that MRI, the ins was recovered from overdischarge.